Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 2000008317. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 16711046.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that all explanted device components will not be returned. No further information has been obtained despite good faith efforts.